Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was in the range of 400 mg/dl which was treated with manual injections. The customer also stated that, the infusion set had insulin flow blocked alarm and was resolved by changing infusion set. Customer declined to troubleshoot for high blood glucose. The customer stated that, the auto mode was not active. The insulin pump will not be returned for analysis.